Event description:
During preventative maintenance of the device, the field service rep reported the ring on the occlusion knob was cracked. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.